Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06890. It was reported that the right ventricular and left ventricular leads exhibited loss of capture and increase in impedance. The right ventricular lead was capped and replaced on (B)(6) 2020 and the left ventricular lead was reprogrammed and remained implanted. The patient was in stable condition.